Event description:
On the day above, I received a copd/asthma diagnosis from a pulmonologist. I've never had asthma as child or through adulthood until then, at age 70. I've been using a resmed 10 c-pap machine and cleaning it with a so clean machine since (B)(6) 2021. When I received my last filter for the so clean machine, a new fitting was included and information about people coming forward with asthma because of the ozone used in it's technology. I'm wanting to register my case as I now believe my asthma was caused by the ozone in the so clean getting into my resmed. It might get worse for me because of the copd component of the diagnosis. Copd progresses to fatal over time. I'm hoping to stay at stage one for at least 10 years and will do what I can. I also suffer with almost daily headaches which is another side effect of ozone. I'm not prepared with test dates, but I have them stored on my phone. If I can edit this form later, I'll include them. (B)(6). Reference report: mw5155107.